Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4,d8,h2,h3,h6,h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dust inside the device. A root cause could not be identified based on the results of the investigation, as the reported failure was not confirmed. The most probable cause of the reportable malfunction is no problem detected, and the most probable cause of the malfunction found during device evaluation is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video processor had no image. The event occurred at reprocessing. There was no report of patient impact or involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.